Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). (B)(4) the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a tibial nail on (B)(6) 2015. The nail broke postoperatively on an unknown date. On (B)(6) 2016, the nail was explanted and the patient was revised with a plate. The surgery was successfully completed without any surgical delay or any other required medical intervention. The patient status reported as stable. This is report 1 of 1 for (B)(4).